Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 22gax1.00in prn slm npvc leaked on the morning of (B)(6) 2025, when the patient was doing a enhanced examination and testing the water with normal saline with a high-pressure syringe, he found that the patient had bleeding and soft tissue damage at the position of the indwelling needle. Record the whole process of the incident in detail for subsequent investigation and analysis. On the afternoon of the 3rd, the patient was observed in the ward, and the pain score was good. This incident has been escalated.

Manufacturer narrative:
1.the customer didn¿t return photos and defective sample. 2.DHR/bhr review(lot#4352327). 1)this batch of products were assembled at intima ii auto line 3 in jan 2025, and packaged at r240 & cfs package line in jan 2025. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 3. Functional test (45psi leakage test) is conducted on the retained sample of the complained batch, the test is passed, and no abnormality is found at the sample. 4. The septum and the catheter hub are bonded by uv adhesive. After the adhesive is dried, the visual inspection system conducts 100% inspection, which will automatically identify and remove defective products. The visual inspection system is challenged with standard samples every 12 hours and when changing product gauge to ensure the effectiveness of the inspection. 5. The product (sku#383064) which has never been declared to be used for high-pressure injection, it is recommended customers to use the appropriate product for high-pressure injection. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As this product (sku 383064) has never been declared to be used for high-pressure injection, the root cause of the septum is flushed off cannot be confirmed to be related to the production.

Event description:
No additional information available.